Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a needle. The customer reports the needle broke while performing an injection. The needle snapped in the patient's leg. The customer reports the needle was removed.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.